Event description:
Report rec'd from the field indicated that a 32 year old female pt presenting with hydrocephalus was implanted with the valve in 1995. On june 22, 1998, the valve was reported as not functioning and was explanted. A new valve was implanted. Pt condition was reported as satisfactory.